Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon interrogation, the pulse generator exhibited autocapture measurements that were out of range and undersensing. No additional information was available at this time.